Event description:
A report was received that following a revision procedure (MFR. Report no. 3006630150-2019-07927), the patients incision site had pain, redness and a burning sensation. The patient was prescribed with antibiotics and was reportedly feeling better.

Event description:
A report was received that following a revision procedure (MFR. Report no. 3006630150-2019-07927), the patients incision site had pain, redness and a burning sensation. The patient was prescribed with antibiotics and was reportedly feeling better.

Manufacturer narrative:
Additional information was received that the patient did not have an infection and only had an irritation as confirmed by the physician. The patients issues had been resolved.